Event description:
Revision of shoulder components due to infection. This event report was received through clinical data collection activities.

Manufacturer narrative:
Contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided precluding a review of the device history record.